Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-17 additional information was received from the patient. The patient repeated information about how their stimulation turned on by itself after a surgical procedure. The cause was unknown. No steps were taken to resolve this issue as the patient stated the device was working properly. It was unknown if the issue was resolved, but no further actions would be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient wanted to know if it was ok to turn therapy off for an endoscopy tomorrow. The patient stated taking a laxative and their diet had changed; not eating any fiber. The patient stated feeling more pressure in the rectum since last night and would like to turn therapy off anyways. The agent reviewed how to turn therapy off. The patient called back on (B)(6) 2026 stating they needed assistance turning the ins back on. The agent walked the caller through the steps of connecting and the caller stated that the ins was already on.